Event description:
It was reported that prior to a percutaneous coronary angioplasty treatment procedure , a shaft was broken. The target lesion was located in the right coronary artery (rca). At unpacking the 4.0mm x 20mm quantum maverick balloon catheter shaft was broken near the balloon. The device was not used. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that prior to a percutaneous coronary angioplasty treatment procedure , a shaft was broken. The target lesion was located in the right coronary artery (rca). At unpacking the 4.0mm x 20mm quantum maverick balloon catheter shaft was broken near the balloon. The device was not used. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick device was received with no original packaging or other devices. There was a complete separation of the shaft. Visual and tactile examination of the device revealed that the midshaft was separated and the tip was flared. The material at the fracture surface was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There is no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).